Event description:
The customer's reports that upon incoming inspection testing, the unit had no display in AED mode. When the switch is held, the display is shown. No patient involvement was reported.